Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It as also noted that the trip wire was secured and t he slack was correctly taken up. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anorectal anatomy during an endoscopic mucosal resection (emr). During the procedure, the coil could not pop out and was stuck. The physician used another speedband superview super 7 device from the same box and the same problem also occurred. It was reported that there was no difficulty experience when setting up the device and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a video of one of the devices was provided by the customer showing the device attempting to deploy outside the patient. The bands remained on the ligator head and became tangled.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anorectal anatomy during an endoscopic mucosal resection (emr). During the procedure, the coil could not pop out and was stuck. The physician used another speedband superview super 7 device from the same box and the same problem also occurred. It was reported that there was no difficulty experience when setting up the device and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a video of one of the devices was provided by the customer showing the device attempting to deploy outside the patient. The bands remained on the ligator head and became tangled.